Event description:
It was reported that this right ventricular (rv) lead has exhibited undersensing and over pacing. Boston scientific technical services (ts) suggested to reduce rv undersensing and therefore reduce rv pacing and discussed other options going forward like possibly automatic gain control (agc). This device remains in service. No adverse patient effects were reported.